Manufacturer narrative:
Complete information for section a patient information, patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect tacrolimus results on one kidney transplant patient. The results provided were: renal transplant performed on (B)(6) and tacrolimus on (B)(6)= around < 10 ng/ml on (B)(6) 2023 sid (B)(6) 1:1=> 30 ng/ml; 1:4=60.30 ng/ml on (B)(6) 2023 sid (B)(6) 1:1= >30 ng/ml; 1:2= >60 ng/ml; 1:3=77.1 ng/ml; 1:4=76.6 ng/ml on (B)(6) 2023 sid (B)(6) 1:1=>30 ng/ml; 1:3=39.60 ng/ml there was no reported impact to patient management.